Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance and multiple episodes of noise oversensing were observed. Lead fracture was noted on fluoroscopy. Lead was capped and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
Please remove date of explant as the lead was capped, not explanted.